Event description:
It was reported that during the procedure in the left internal carotid artery, the peel-away sheath could not be removed. A scalpel was used to remove the sheath. After the peel-away sheath was removed, the sheath separated. The filter was ultimately successfully deployed and the procedure was performed successfully. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the embolic protection system (eps) was returned with blood in the filter basket and delivery sheath and on the entire length of the eps, consistent with being advanced into the anatomy. Only the filter basket, delivery sheath, guide wire and torque device were returned. The delivery sheath was separated in two sections, consistent with the reported information. The first separation was 5.7 centimeters (cm) proximal to the distal end of the sheath and the second separation was 71.1 cm distal to the proximal end of the sheath. The materials at both separations were smooth, consistent with the reported information that a scalpel was used to cut the sheath. The tip coils were pushed distal from the center solder, for a length of 2 millimeters (mm). There was a bend in the tip 6 mm proximal to the tip ball. The damage to the tip coils is likely due to handling/packaging for return to abbott vascular. There was no other damage noted to the eps. There were two clamp impressions on the distal end of the peel away sheath, consistent with forceps. The tip was tugged on to confirm that the core and shaping ribbon were intact. Potential factors for difficulty removing the peel away sheath include, but are not limited to, manufacturing/materials related, kinks or bends in the guide wire or not properly securing the torque device during usage. Additional investigation from used and sterile devices from a different source, indicates that a product deficiency has been identified in regards to the expectations of the product with the reported difficulty removing the peel away sheath. Abbott vascular initiated a voluntary field action on (B)(4) 2011, to remove affected lots from customer inventory. An FDA assigned correction/removal number has not yet been received as of the date of this report. The internal abbott vascular recall report number is 2024168-11/29/11-002r as submitted to the FDA office of compliance, (B)(4) district, under 21 cfr part 806.10.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.